Event description:
Related manufacturer reference number: 2017865-2023-95326. It was reported the patient presented for post-implant checks. Interrogation revealed the implantable cardioverter defibrillator and right ventricular lead oversensed noise. Programming changes were implemented. The patient was in stable condition.